Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a faradrive sheath was selected for use. However, air bubbles were observed, and air leakage was detected. The physician replaced the device, resolving the issue. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during preparation for a procedure, a faradrive sheath was selected for use. However, air bubbles were observed, and air leakage was detected. The physician replaced the device, resolving the issue. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. Both the external and internal hemostatic valves were found to be deformed, potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. Along with the deformation, the internal hemostatic valve had tears affecting its center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.